Event description:
It was reported that the patient presented in the emergency room experiencing a chest contusion on (B)(6) 2025, and passed away on (B)(6) 2025. There is no known allegation from a health care professional that suggests that the death was device or lead related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.